Event description:
It was reported that a physician contacted a representative to interrogate a "presumed vitatron pacemaker" because of "presumed undersensing." When the representative got to the hospital they were told the patient had expired. Further information has been requested and not yet made available. Further information has been made available about the device and the death. The patient's cause of death was due to hemodynamic inefficient cardiac contraction.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. No information on leads is known at this time. Follow up has been attempted and additional information has not been made available at this time. Additional information has come in including the model and serial number of the device, the implant date, and the cause of death. The cause of death for this patient hemodynamic inefficient cardiac contraction. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. The exact model of the device is not known, but it is a vitatron device. No information on leads is known at this time. Follow up has been attempted and additional information has not been made available at this time. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a physician contacted a representative to interrogate a "presumed vitatron pacemaker" because of "presumed undersensing." When the representative got to the hospital they were told the patient had expired. Further information has been requested and not yet made available.